Event description:
It was reported that patient satisfaction has been declining over the last year as he was starting to continuously leak more and more. Physician tried to cycle the device in office but no troubleshooting resolved the issue. All his artificial urinary sphincter (aus) components were removed and replaced. The cause of the device performance issue could not identified upon explant. Patient result after new implant was good.